Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative receiving gablofen 500mcg/ml at 150mcg/day via an I implantable pump. The indication for use was intractable spasticity. A csf leak was reported. The patient had a new catheter placed three weeks ago and had a constant csf leak leading to a spinal headache. There was no trouble shooting performed. The healthcare provider decided to explant the spinal catheter and place a new spinal segment and hook into the existing pump segment. The healthcare provider used tiseal which he placed through a "touby" needle in order to seal the old hole as well as the hole around the new catheter. At the time of the report the patient status was alive, no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.